Event description:
It was reported that following magnetic resonance imaging (MRI), the device entered backup mode without high voltage therapy available. Abbott technical support was contacted who confirmed that MRI settings were not programmed prior to the MRI. The device was restored to normal function. The patient was stable.